Event description:
A customer technical advocate (cta) was contacted with regard to hematology results reported on one pt and questioned by a physician. A hemoglobin result of 7.2 g/dl. Was generated using a cell-dyn 17000 analyzer. The following results were flagged with "l" indicating that the results obtained were below the customer established range for that parameter (hgb=7.2 g/dl, wbc=3.5 k.ul, rbc=2.42 m/ul, and plt=90k/ul). The gran% was flagged with b3 which required an action of reviewing a stained smear to confirm the gran% results but no action was taken. The results were reviewed by the cta and were indicative of results obtained from a clotted sample. The account states that the specimen was a fingerstick and was not checked for clots prior to testing and was discarded. The pt was sent to a hosp and the pt redrawn (venous sample) obtaining a hgb=14.6 g/dl. No impact to pt management was reported.